Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient felt the pump was giving her too much medication. It was thought that the pump was malfunctioning because of this. In (B)(6) 2014, the pump gave her too much medication before it quit working. It started up within 48 hours. The patient had gotten extremely ill like too much medication had been given, and then the patient experienced withdrawal like the pump had shut off. It was noted that the health care provider did not think it was a big deal when the pump dose was increased in (B)(6) 2014. The weekend prior to the report date, the pump delivered too much medication again. It took "them" 20 minutes to bring the patient back to life. The drug in the pump was fentanyl. It was clarified that on (B)(6) 2014, the patient felt like someone gave her too much medication and threw up all night. It was noted that 24 hours after that the patient felt withdrawal symptoms of sneezing, yawning, and pain. The patient would know when her pump was not delivering medication, because she ended up having a lot of pain and spasms. The patient would wake up at 3 am some nights and feel she is not getting her medication. She would experience pain and severe cramping. A refill was performed in (B)(6) 2014, but no volume discrepancy was noted. On (B)(6) 2014, the patient was hospitalized for an overdose. The patient had given herself a bolus with the personal therapy manager, and then she didn't remember anything. Four hours later, the patient woke. The patient required cardiopulmonary resuscitation and was given narcan. The patient was discharged from the hospital the next day. When the pump reservoir volume was checked on (B)(6) 2014, the expected amount of drug was withdrawn.

Event description:
On (B)(6) 2014, the patient ¿died and they had to bring her back and it took 25 minutes.¿ it was felt that the pump overdosed the patient because the catheter was kinking intermittently; it kinked and stopped delivering the medication and then unkinked and delivered ¿an entire bolus plus what was behind it¿ overdosing the patient. The patient had seen the doctor four times since the event. The physician believed that the catheter was kinking, just not all the time. The catheter ran along the patient¿s iliac crest. If the patient lied on her right side, it compressed the catheter and shut off the medication delivery completely. No dye study had been done. The physician told her not to lay on her right side.

Manufacturer narrative:
(B)(4).